Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and inadequate capture were noted on the lead. No intervention will be performed at this time and the lead will continue to be monitored. The patient was in stable condition.